Event description:
The facility reported a flo-gard infusion pump with failure 38. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure 38 was confirmed and reproduced during product evaluation. This condition was caused by defective force sensing resistors. Both force sensing resistors in the pumphead module were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.